Manufacturer narrative:
A sample has been received by a company representative but has not yet been received at the manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that lens opacity leading to gradual visual impairment was observed in an intraocular lens (iol) that had been implanted in 2002. The lens was subsequently removed, and it was reported that the patient is satisfied with the result. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a small vial filled with an unknown liquid. The lens was removed from the vial and cleaned with lphse and allowed to dry. Both haptics are bent inward toward the optic; this is typical of a lens that has been implanted for many years. Forcep marks/scratches are observed in parallel lines on both sides of the optic. The optic is split in one haptic insertion area. There is one spot of yag (yttrium aluminium garnet) laser damage. The lens appears clear. The optical resolution is acceptable; the lens meets specification for focal length equaling 19.5 diopters. The product investigation could not identify a root cause for the reported lens opacity impacting vision. The lens appears clear, except for the observed damage. The optical resolution is acceptable; the lens meets specification for focal length equaling 19.5 diopters. (B)(4).